Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, two bands were successfully deployed; however, the remaining band could not be deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, two bands were successfully deployed; however, the remaining band could not be deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, two bands were successfully deployed; however, the remaining band could not be deployed. It was reported that the device was removed and the procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: it was noted that the physician's name is prof. (B)(6). Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was secured in the handle slot when received and the slack was correctly taken up. The ligator head was returned without any bands attached. Additionally, the suture thread was attached to the distal trip wire loop and it was intact. Microscope examination was performed, and it was observed that the ligator head teeth did not present issues. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instruction for use (IFU)/product label. Block h11 correction: h10 (physician's name and contact information).